Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8282895. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-10-09. Medical device lot #: unknown. Medical device expiration date: n/a. Device manufacture date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needle did not prime during use with "humalin, "humalog", and "novolog", and the insulin flow stopped after 6 units were injected, requiring a needle change to complete a full dosage. Additionally, the consumer reported that the dial on the insulin pen wouldn't depress. Lot # 1806143 and a possible second lot were reported to have been involved in this event, but it is unknown how many specific occurrences happened within each. As reported by the customer, "from phone call on (B)(6) 2019 10:17:32: consumer called back email response. Using 320122 with lot # 8282895 with exp date 10-31-2023. Using humalin, humalog and novolog with a new needle does not prime the needle. Finding during injection can only get out 6uts. Advised consumer to complete a flow check and non patient end placement. Discarded samples. Had issues like this in more than one box maybe 3-4 boxes total. Lot number unknown from other boxes. Sending voucher greetings to whom it may concern! I would like to file a complaint regarding your ultra fine pen needles. I am throwing away probably almost half a box of defective needles. I put them on the pen and when I push down to dial a dosage, it won't move at all. I have to throw the needle away and get another one. Do you have quality control at your company? Has anyone else complained of this problem? I would like to know if there is any retribution for all of the pen needles I have had to throw away? I would appreciate a response from someone."